Event description:
It was reported that the asymptomatic patient presented in clinic for follow-up. Upon interrogation the right atrial lead was sensing low and p-waves were measuring low. It was also noted that the lead exhibited a capture issue where the capture threshold was inaccurately measured. The capture issue was determined to be due to a large dose of medicine the patient received. The device was reprogrammed.

Manufacturer narrative:
Correction: this supplemental report is to correct the previously reported date of implant and UDI. The previously reported date and UDI was (B)(6) 2014 and (B)(4). The correct date of implant and UDI are (B)(6) 2005 and (B)(4). Concomitant device: pm2210, (B)(4) with therapy date of (B)(6) 2017 which was not initially reported has now been added as well.